Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom self-keying was confirmed and reproduced. Improper keypad function was obvious the following keys are inoperable: #5, #7, #8, and #9, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #5 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected. Am will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a pump's keypad was self-keying. There was no pt incident.